Event description:
The pt called lfs alleging that their one touch ultra meter would only prompt error 4. Pt reported that they had to visit their physician's office twice in one day because they were unable to obtain a blood glucose reading. They had food and or a beverage prior to visiting their physician's office and they were treated with insulin. Blood glucose readings obtained at the phsyician's were not provided. Pt did not report any symptoms. The customer service rep walked pt through troubleshooting and the error message could not be resolved. The pt neither alleged harm. There was no evidence of injury. Based on the info supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter was replaced. Senior medical affairs specialist mailed a letter since the pt could not be reached.